Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Device underwent functional infusion and occlusion tests. As a result, the reported customer complaint was unable to be duplicated. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has constant upstream occlusion. Incident occurred during testing.